Event description:
On the evening of 10/21/92 the gesco PICC line was inserted for the purpose of administration of IV fluids through excalibur introducer. On the morning of 10/22/92 catheter broke necessitating immediate removal. Nursing personnel removed catheter without injury to the patientdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination, other, other, invalid data. Results of evaluation: telemetry failure, none or unknown, other, tubing. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: maybe. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.